Manufacturer narrative:
Insulin pump received with cracked keypad overlay. Insulin pump received with minor scratched lcd window, case and keypad overlay. Insulin pump received with missing retainer ring and reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the rubber seal around the reservoir compartment has come off. Customer's blood glucose levels were not included in the report. Product is being replaced.